Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred and the system board needed replaced to address the issue. The device was not in patient use. The device's blower motor also needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.